Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Sensing issue, no s/symptoms, explant to lvad/revision/replace console: unable to silence alarm for ps, no s/symptoms, false alarm/buzzer.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
H3: updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Optical sensor issue: clinical details report that roughly 2 weeks into support the low pressure (ps) was diverging from the patient's radial artery blood pressure (bp) measurements. Ps low alarms began to trigger. The patient remained on support and was bridged to a left ventricular assist device (lvad) 23 days later. Data logs were reviewed and the reports were confirmed. Returned product was investigated and the 5s parameters were within expected ranges and the pump passed laser continuity testing. The pump was connected to a console and run in a bucket of water for 5 hours. The pump reproduced what was noted in the field: optical 5s parameters remained stable while the ps gradually trended from -25 mmhg to -35 mmhg. Based on the evidence from field data logs and returned product evaluation, the cause of the optical sensor issue was determined to be sensor wear. The first indication of sensor wear occurred 23.75 days into support, which is within the design life of the product.